Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.